Event description:
It was reported that the anesthesia workstation generated alarms for high airway pressure and the fresh gas safety valved was opened. There was no patient harm. Manufacturer´s ref #: (B)(4).

Event description:
Manufacturer´s ref #: (B)(4).

Manufacturer narrative:
We have asked for, but not received any information about any replaced parts or status of the anesthesia workstation. The device logs were returned for evaluation and the logs confirm the reported issue. The logs contain clinical alarms such as airway pressure: high, expiratory minute volume: low, check breathing circuit, respiratory rate: high and leakage. These alarms indicate difficulties to ventilate the patient, most likely due to an intermittent leakage in the patient circuit. We have however not with certainty been able to determine the cause of the event.